Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the ok and arrow buttons required several presses for the pump to respond. The pt claimed that the keypad did not have any tears or was peeling. The pt denied that the device did not have any signs of damage to the buttons or keypad. The pt also denied having any blood glucose excursions due to the issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.